Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information to the customer on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues reappeared, which the customer acknowledged and understood.